Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. The set screw was loose/detacted. Concomitant medical product: 6945-65, lead, implanted: 1998. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device set screw would not screw in and out. The device was explanted and replaced. No patient complications have been reported as a result of this event.